Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B1 adverse event and/or product problem - additional b2 outcomes attributed to adverse event - additional b5 describe event or problem - additional h1 type of reportable event - additional h6 health effect - impact code - additional h6 health effect - clinical code - additional.

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6) 2024. It was reported that the patient was "so low" while the cgm had signal loss. She was unable to monitor her blood sugar. At an unspecified time, the patient was reportedly feeling violent and unable to remember anything. The patient's dad called paramedics and when they arrived, they treated her with dextrose "or" (as reported by patient) apple juice to increase her blood sugar. There was no information on what the patient's bg value was prior to treatment. The paramedics monitored the patient until her blood sugar normalized. It was reported that before paramedics left, they checked the patient's bg to ensure it was normal. The patient could not remember what the bg value was but stated she was sure it was normal. At the time of the report, the patient was doing okay. No additional patient or event information is available.